Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, after undergoing a laparoscopic fallopian tube ampullary pregnancy lesion removal and p elvic adhesion lysis, around 20 days after, she developed an umbilical pain. It was reported that on the left side of the upper end of the umbilical sinus, there were a large res swollen sputum. It was seen that the small rupture was seen and the absorption line was seen in the mouth. The patient was subjected to anti-inflammatory antibiotics and dressing treatment. The patient's status had improved.